Event description:
Another MFR's stent was pre-mounted on this balloon catheter. During deployment of the stent, the stent slipped partialy off this balloon during a superficial femoral stent placement procedure. The stent was recaptured with this balloon catheter and the stent was deployed successfully, there were no pt complications involved. The device was received, evaluated and retained by this MFR. The engineering evaluation indicated the shaft was kinked at the strain relief. No other anomalies were noted. No malfunction of the device was noted. It was indicated this device was used to expand another MFR's stent in the vasculature which is not an indicated use of this device which co believes contributed to this event and does not attribute it to the device. Directions ofr use state: balloon dilataton catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Certain sized of the balloon dilatation catheter are also indicated for deployment of another device and the balloon-expandable stents for the biliary system any use for procedures other than those indicated in these instruction is not recommended."